Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to returning the scope for annual inspection. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, the sheet holder unit had corrosion due to water leakage, the forceps skipped or swayed on the upper half of the endoscope image due to fray of the forceps elevator wire, the fixing force of the guide wire did not meet the standard value due to damage on the forceps elevator wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the distal end was chipped, the connecting tube was wrinkled, the adhesive around the light guide lens was discolored, the lever arm was corroded, and the universal cord was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera ii duodenovideoscope for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water cylinder and tube had foreign material and the inside of the light guide lens was stained. The report is being submitted due to the defects found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. The event: dirt inside the lens event can be detected by following the instructions for use (IFU) section: the detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.